Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a sets tubing ballooning was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was verified. Pumping segment tubing had ballooned. The set was primed and infused at 125 ml/hr with no issue. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. The root cause for the pumping segment ballooning is excess pressure being applied to the segment when the tubing is not clamped. Improper flushing of set prior to use is another cause for this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned in the pump while flushing the line during a tee, blocking the flow. The following information was provided by the initial reporter: "this big bubbled tubing happened inside the pump for a flush line during a tee. The flow wouldn't go despite the IV being patent and we discovered this inside the pump."